Event description:
On (B)(6) 2013, a peritoneal dialysis (pd) called during drain 1 with drain complications. The pt had drained 1429ml/2254ml and reported the solution was not coming out clear, it was "opaque". Additional attempts to collect info have been unsuccessful; no further info available.

Manufacturer narrative:
A supplement report will be submitted upon completion of the manufacturer's physician assessment of the reported info and plant's investigation.